Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the guidewire tip detached and migrated. A 200cm x 10cm fathom-14 guidewire and non-bsc guidewire were selected for use in the right arm. During the procedure, the distal tip of the guidewire detached. The tip migrated to a brain vessel. An attempt was performed to remove the migrated tip detachment; however, it was unsuccessful. The procedure was stopped. The patient status is stable and has been discharged out of the hospital. A future intervention to remove the detached tip has not been scheduled.